Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert due to high out of range shock lead impedance measurements from the right ventricular channel. Further evaluation was discussed. This device remains in service. No further adverse patient effects were reported.